Manufacturer narrative:
(B)(4). Device evaluation: the report of a leak in the needle hub was confirmed. One 18 ga introducer needle and arrow raulerson syringe were returned. The needle cannula was bent in half; presumably to fit inside the needle guard for sample return. Under microscopic examination, a single crack was observed in the hub. The crack emanated from the opening in the hub and extended 1.3 cm longitudinally down the hub. The luer taper of the needle hub could not be accurately measured because of the damage. No defects or anomalies were observed on the raulerson syringe. The luer taper of the ars tip was found to meet the requirements. Water was aspirated into the ars and injected through the introducer needle. Leakage was observed through the crack. A review of the device other remarks: history records did not reveal any manufacturing related issues. The probable cause of this issue could not be determined. Further investigation of cracked needle hubs is being conducted.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
Customer reported that patient was properly punctured with the needle in the set. After puncture air was aspirated. All components were checked and a leak was noted in the needle hub. A pneumothorax could be excluded by an x-ray.